Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator indexed two times during the 15th firing sequence thus, it over traveled. These findings are not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device fired one clip and then the device jammed. Another device was used to complete the case with no patient consequence.